Event description:
Consumer called to report accuracy concerns with his wife's meter. Reports readings are allover the place. Analysis run on clark error grid using mean average readings (147) as ref. Point vs. Bd readings (63, 48, 311, 63, 275, 121) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.